Event description:
Event description guidant received information that upon interrogation, this cardiac resynchronization therapy defibrillator (crt-d) displayed end-of-life (eol) indicators 4 days prior to this follow up visit. The last patient visit was in january on 2003. The device has been implanted 2.7 years. The device had reverted to storage mode and no pacing was available. The patient stated he did not feel well.